Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient reported replacing their device with a new one on (B)(6) 2017. It is unknown at the time of report why the device was replaced and follow-up has been conducted to obtain that information. No patient symptoms or device issue was reported and no further complications have been reported as a result of this event.